Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin properly. Customer was unable to provide further information. Customer declined to upload pump data for tandem technical support to review for a possible cause. Customer's blood glucose was not impacted. Customer had resumed insulin delivery.